Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Manufacturer narrative:
The reported incident that knife light 10/pk was alleged of issue s-11 (breakage during surgery) could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. Nevetheless this failure mode is already known and is most likely produced by a retracting force that breaks one or both of the plastic tips of the knifelight. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed. Device was lost.

Event description:
It was reported via FDA maude report #mw5040196 that "plastic tip of knife light broke." Initial reporter stated that "surgery was successfully completed after surgeon pulled another shaver."

Event description:
It was reported via FDA maude report #mw5040196 that "plastic tip of knife light broke."